Event description:
The patient called lifescan (lfs) in 2005 and alleged that her meter was prompting an error 4 message, while attempting to test. The patient stated that while attempting to test, she would obtain error 4 and error 5 messages. She took her meter to the pharmacist for assistance. The pharmacist attempted to perform a control solution test with a new vial of test strips and the meter prompted an error 5 message. The pharmacist agreed to give the patient a new meter, the test strips that were opened and control solution. Lfs will send replacement items to the pharmacist for their assistance. No symptoms were reported and no injury or harm was alleged. Neither the error 4 nor error 5 messages were resolved.